Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A screw driver was returned for evaluation. Visual examination of the returned product identified tip of the product has fractured and not all the pieces were returned. The device has nicks and gouges indicating use of the device. The device has approximately 2 years of field age and it is unknown how many times the device was used. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Report source: foreign : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inserting the screw, the tip of the screwdriver broke. The tip of the screwdriver remains in the head of the screw and the screw is in the plate.